Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What confirmation was received that the device was fully fired (crunch, plastic to plastic)? Was the device difficult to fire? Was the staple line complete? Were there staples seen in the surgical field? What was the appearance of the deployed staples? Was the cut line fully circumferential around the target tissue? What was the appearance of the donuts? How was the case completed?

Event description:
It was reported that during a colon resection procedure, the device was removed and opened to verify that there were two complete rings/tissue donuts when it was discovered that, ¿only half of the stapler worked.¿ no further information was available. It was unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m55u5h. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.